Event description:
It was reported that revision surgery was performed due to periprosthetic fracture. Stem was loosed and therefore was exchanged.

Manufacturer narrative:
It was reported that revision surgery of a polarstem (75100463) was performed due to periprosthetic fracture. The device used in treatment was not returned for investigation. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. To date no medical records have been received. Without any supporting medical documentation, the reported event could not be assessed, and a thorough medical assessment could not be performed. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed no additional complaint for the batch in question.the IFU (lit. No. 12.23 ed. 05/16) identifies bone fracture as a known possible side effect resulting from a total hip arthroplasty. Based on available information the root cause for the reported bone fracture could not be determined. However, there is no indication that the device failed to match specification at the time of manufacturing. The associated risk is covered in the risk analysis and considered low. Therefore and based on available information, the need for corrective action is not indicated. Smith + nephew will continue to monitor this device for similar issues. The complaint will be reopened should the complained device or additional information be received.